Event description:
In 2000, the MFR received a medwatch report #340010-2000-0027 and an explant record via a fax from the facility. The medwatch report states the following: pt has a history of colon cancer who had chemotherapy. Pt had leaking around device, so it was removed. The report also states that the pt had a device injection done. No contrast spills from the tip of the catheter. There was contrast extravasating from the catheter at the level of the braciocephalic-svc junction. No further details were provided.